Event description:
It was reported customer was hospitalized due to low blood glucose. Customer was low as 30 or in the 20 mg/dl range. Customer had gone to the hospital once in the past year and was more of an outpatient. Customer was off the device over night. Current blood glucose was 262 mg/dl and device was not working correctly. Customer was passing out for awhile. Low blood glucose of 28 mg/dl and at times it was high. Customer states she needs to learn to bolus. The drive support cap was normal. Customer's son stated customer treated with manual injections and bloused with the device. Customer was advised not to treat with device and manual injections at the same time. Customer was disconnected during rewind when performing a set change. Customer's son stated customer had a bolus recorded in her hang written book that did not appear in the device. Customer's son stated he thinks customer might have been using device and treating with manual injections as well for blood glucose of 296 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.